Event description:
It was reported by service report that the stretcher will not raise when pedal is pumped. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Eval of the unit identified the base cover (hood) had become misaligned, and as a result was constantly actuating the release pedals. The hood most likely became misaligned due to an impact.